Event description:
Info rec'd from moog svc center in (B)(4) indicates that pump experiences error code 13.

Manufacturer narrative:
Investigation by moog svc center in (B)(4) found that pump event log error code 13. Pump pcb board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.